Event description:
A report was received that the patient was experiencing occasional jolts of electrical impulses near the ipg site and overstimulation with changes in posture. The patient underwent an explant procedure and was doing well postoperatively. Additional information received that the patient felt the ipg was getting hot when charging. It was noted that the patient had a burn from the ipg and was also having difficulty charging the ipg. The explanted devices were not returned.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-50 serial number: (B)(4), batch/lot number: 7004303, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was reexperiencing occasional jolts of electrical impulses near the ipg site and overstimulation with changes in posture. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
An additional information was received that after the patient experienced shocking at the lead site, the physician ordered imaging and informed the patient that the leads looked as though the contacts had been exposed from the lead body.

Event description:
A report was received that the patient was experiencing occasional jolts of electrical impulses near the ipg site and overstimulation with changes in posture. The patient underwent an explant procedure and was doing well postoperatively.